Event description:
Lack of reorder support; furious with dexcom reorder overseas service; I have been forced to discontinue use of their product. I have been lied to consecutively about my orders being shipped. Everyone is dealing with this issues. This company needs to be held responsible for their horrific overseas reorder customer service. I spent 5 hours on the phone with them this month , for a reorder that still has not arrived. I have been hung up on and lied to hundreds of times. They have no idea what they doing, they are reading of queue cards, and can hardly speak english. I have been forced to use another cgm product. I use a continuous glucose monitor (cgm) to monitor blood glucose due to diabetes. This is a life or death health issue. Use of this cgm requires frequent proprietary supplies from dexcom. Lately, it has been nearly impossible to order these desperately needed supplies from dexcom and there are serious problems with contacting and communications with dexcom to obtain these supplies. It seems they have outsourced 100% of their customer service and ordering to some location outside the us. I am unable to understand the broken english of any of the representatives from dexcom. This is a frightening situation as I never understand what they are telling me and have no idea if they know what I've told them or inquired about. I am out of supplies and cannot find out what the status is. When I think I've been told everything is ok and they are going to ship, I invariably get a call a day or so later to inform me that is not the case and they need some additional form. However, no one can intelligibly inform me what is specifically required and how to accomplish this. Asking for a supervisor or someone who speaks english results in no answer. I am fearful for my health and plan not even find out what I need to do to get my supplies. This is not a matter of payments for anything like that as these items are 100% covered by my insurance. FDA safety report ID# (B)(4).